Event description:
Allegedly the patient was revised due to mom complications (left). Add'l information received 05/14/2015: pain, ambulatory difficulty (trendelenburg gait).

Manufacturer narrative:
This is the same event as 3010536692-2015-01075_01, 01097, -01076_01.